Manufacturer narrative:
A draeger technician went onsite and replaced the sensor cable assembly to resolve the issue. The sensor cable assembly was returned for investigation and evaluated by draeger. The reported issue was confirmed. A supplier investigation was opened to further investigate the root cause.

Event description:
The babyroo tn300 device intermittently fails to recognize the temperature sensor and the temperature key on the lcd interface. Additionally, temperature readings are occasionally inaccurate. Critically, the device did not generate an alarm to alert the user that the temperature sensor was not fully connected. Due to the incomplete connection of the temperature sensor, the device failed to detect changes in temperature, compromising its thermoregulation functionality. This resulted in a patient overheating.

Manufacturer narrative:
Draeger has started the investigation, a follow up report will be submitted upon completion.

Event description:
The babyroo tn300 device intermittently fails to recognize the temperature sensor and the temperature key on the lcd interface. Additionally, temperature readings are occasionally inaccurate. Critically, the device did not generate an alarm to alert the user that the temperature sensor was not fully connected. Due to the incomplete connection of the temperature sensor, the device failed to detect changes in temperature, compromising its thermoregulation functionality. This resulted in a patient overheating.